Manufacturer narrative:
While performing a review of file (B)(6) it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received.h6: event problem and evaluation codes: updates are not required.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on (B)(6)-2022 via email and attached to complaint object. The customer confirmed that yes, it did occur during the power on self test.

Event description:
It was reported that during a returned order service a super cap error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.